Event description:
On (B) (6) 2008, patient was implanted with elevate apical and posterior prolapse repair (rectocele). On (B) (6) 2009 patient was experiencing recurrent rectocele with defecatory dysfunction and anal pain. Site determined that this event was not serious, possibly related to device and unlikely related to procedure. Additional information received on 3/31/2010 indicates that on (B) (6) 2009 subject had a repair of the condition previously treated in the study. Because of defecatory dysfunction, a laparoscopic rectopexy using polypropylene mesh was done. On (B) (6) 2009 the event was continuing. Patient had physiotherapy and (B) (6) bowel wash. Patient is satisfied with the results with the vaginal part but, the colon/rectum part was not improved.

Manufacturer narrative:
The elevate IFU lists recurrent prolapse and pain as potential adverse events. No device malfunction was reported and device was not explanted. Complaint history review did not find any similar events.